Event description:
It was reported via repair work order that there was a reduction in brake force due to malfunctioned scorpion brake plate. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined this complaint is a duplicate of medwatch 0001831750-2013-04305.

Event description:
It was reported via repair work order that there was a reduction in brake force due to malfunctioned scorpion brake plate. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.